Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Analysis was unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Audio beep and vibration functioned properly. No audio beep anomaly or vibration anomaly noted. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not vibrate when blood glucose went low. Blood glucose level at the time of the incident was 92 mg/dl. The customer was asked to install a new battery. Customer performed self test and the device did not vibrate during the vibrate test. The insulin pump was returned for analysis.